Event description:
On (B)(6) 2010, it was reported by the user facility (B)(6) to terumo cvs that during prime, the fin blade from the centrifugal pump detached from the shaft. The user facility reported that the centrifugal pump was changed out and that the surgery was completed successfully.

Manufacturer narrative:
Terumo obtained the actual device that was used and evaluated the device. A visual inspection of the centrifugal pump confirmed that the internal fin was disconnected from the shaft. Terumo is still investigating this issue and will be submitting a f/u report when more info becomes available. (B)(4).